Manufacturer narrative:
This report is filed june 17, 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced headaches and shocking sensation with stimulation, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.